Event description:
It was reported that sterile, unused proglide devices were being returned from lot number 30710k1. Functional analysis of 13 returned devices found all 13 devices had black specks in the white link material when the plunger was withdrawn. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a representative sample of sterile devices was returned from the account, which identified the presence of a foreign material when product analysis was performed. A review of the lot history record was conducted and found no anomaly during the lot build, a product deficiency has not been identified. A review of the complaint handling database was performed and identified no other incidents reported for this type of foreign material from this lot. With most devices from this lot already sold and no complaints associated with particulate received, it is unlikely that potential particulates will cause user dissatisfaction. No further action is required at this time, as the overall impact was assessed to be medium. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other sterile, unused proglide devices referenced are reported in separate medwatch report numbers.